Event description:
Failure to alarm: patient had abdominal wound with soft port gauze. Canister full alarm did not sound and dressing floated off patient.

Manufacturer narrative:
The issue reported was not confirmed. The complaint states: ¿failure to alarm; patient had abdominal wound with soft port gauze. Canister full alarm did not sound and dressing floated off patient.¿ since the device was not received for evaluation; it is difficult to determine the type of error with the description provided. Neither a root cause nor corrective action could be determined without evaluation of the device. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labeling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.